Event description:
Customer reportedly received the following results on the active s system within 10 minutes: 348 mg/dl, 118 mg/dl, 140 mg/dl, 147 mg/dl, and 121 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer observed that occasionally, barcoded patient samples processed using a cell-dyn sapphire analyzer would be incorrectly mismatched to the specimen ID number and wrong patient name. Sample (B)(6) was replicated by the cd sapphire and potentially mismatched to two different patient names. The customer uses a laboratory information system (lis) to further process patient data. No mismatched results or incorrect reports were released from the lab. No adverse patient outcomes were reported related to this issue.